Event description:
Caller states pt had been interpreting his inr values as %quick (unk how long pt had assumed his values were in %quick). Caller states pt tested 1.1 inr on the coagucheck xs system and assumed the result was actually 11 %quick. Approximately 3-4 hrs later, the pt went to the hosp due to a thrombosis; he tested 1.15 inr on professional device and was in surgery 30 minutes later. Pt's current condition is not known. Requested return of suspect device, and replacement was sent.

Event description:
Caller states patient had been interpreting his inr values as %quick (unknown how long patent had assumed his values were in %quick). Caller states patient tested 1.1 inr on the coagucheck xs system and assumed the result was actually 11 %quick. Approximately 3-4 hours later, the patient went to the hospital due to a thrombosis; he tested 1.15 inr on professional device and was in surgery 30 minutes later. Patient's current condition is not known. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.